Manufacturer narrative:
A ge service representative performed an onsite investigation. The wiring was checked and the main cable for one of the monitors was repaired. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system's monitors would not power up. No patient injury was reported.